Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that the aligners are aggravating their tmj and they have stopped wearing the aligners. Requested additional information, and diagnosis findings and provided information to patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.